Event description:
A REMstar AutoA-Flex device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed burnt connector.Due to the alleged malfunction, the device will be returned to the manufacturer's Product Investigation Lab for additional testing. The root cause is not confirmed at this time.